Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a replace battery warning had occurred with 3 separate batteries out of at least 2 separate packs and that there was no damage to the battery cap or cartridge and no moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of short battery life. The pump successfully passed the ez prime steps during testing. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.